Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of caps are not reclosing well after opening tubes(when recapped tubes are being moved for storage) resulting in serum leaking and sometimes splashing on face, clothing, and surfaces, proper ppe was worn and there was no other health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd did not receive samples or photos for investigation. A review of the device history record could not be performed due to an unknown lot number. This complaint has not been confirmed for the indicated failure mode: stopper creepout. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of caps are not reclosing well after opening tubes(when recapped tubes are being moved for storage) resulting in serum leaking and sometimes splashing on face, clothing, and surfaces, proper ppe was worn and there was no other health impact or consequences reported.